Event description:
Customer reportedly received blood glucose result of 41 mg/dl on the advantage system. No low blood glucose symptoms were reported with the result, but the customer self treated with 21 grams of carbohydrates. Customer re-tested and reportedly received results of 556 mg/dl and 157 mg/dl within 10 minutes of the original value. No adverse event reported. Requested return of suspect device and replacement was sent.